Manufacturer narrative:
(B)(4). This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported the device failed, indicating error code 20004 - pads/paddles front end failure. There was no report of pt impact.